Event description:
It was reported the nursing staff advised that the screen cut out completely. The biomed was not able to reproduce the problem. Follow-up information received found there were no patient complications, as they were not pacemaker dependent. The screen blanked out, and the numbers displayed bore no correlation to the settings.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the nursing staff advised that the screen cut out completely. The biomedical engineer was not able to reproduce the problem. Follow-up information received found there were no patient complications, as they were not pacemaker dependent. The screen blanked out, and the numbers displayed bore no correlation to the settings.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the reported event. Electrical tests found no anomalies. The upper and lower cases and one side bail cover were noted to be broke. The visual anomalies observed are not likely to cause the reported behavior.